Manufacturer narrative:
Investigation is underway.

Event description:
As reported by an edwards lifesciences affiliate in (B)(6), regarding patient who underwent an implant of a 26mm sapien 3 ultra valve, in aortic position, by transfemoral approach. During insertion of the 26mm sapien 3 ultra valve and 26mm commander delivery system through the 14f esheath there was high push force and a bent strut was and seen on angio. All the devices were removed from the patient. A new 26mm sapien 3 ultra valve, commander delivery system and sheath were used without any difficulties. Procedural imagery was received and sheath damage was observed on the image with the valve strut protruding out of the sheath.

Manufacturer narrative:
The 26mm sapien 3 ultra valve was not returned to edwards lifesciences for evaluation. Without the device returned for evaluation, visual inspection, functional testing, and dimensional analysis were unable to be completed. Imaging was provided and revealed the following: one (1) strut was bent outwardly at the inflow side, which was observed during the procedure, and the crimped valve was exposed through the sheath liner due to the post-procedural handling at the site and one (1) strut was bent outwardly at the inflow side. During manufacturing per procedures, all inspections are conducted on 100% of the units. During an incoming inspection of the components, the valve frames are 100% dimensionally and visually inspected by both manufacturing and quality. These inspections and tests during the manufacturing process support that it is unlikely that a non-conformance contributed to the reported complaint. A device history records (DHR) review did not reveal any issues that could have contributed to the reported events. A review of lot history revealed no other complaints relating to the reported event. The IFU for commander delivery system, device preparation training manual, and the procedural training manual was reviewed for instructions relating to the complaint. The procedural training manual provides guidance on delivery system insertion through the sheath. Correctly orient delivery system and check position before insertion, orient the delivery system with the flush port pointing away and the edwards logo facing up, ensure the delivery system is locked in the default position, maintain edwards logo up throughout the procedure to prevent kinking of the delivery system, insertion force through the partially expandable portion can be higher than the push force through the fully expandable portion, and in expectation of high friction, use short movements and push the delivery system closer to sheath hub. Push force can vary due to angle of insertion, thv size, vessel diameter, tortuosity, and degree of calcification, following proper valve crimping technique and ensuring the valve is delivered as straight as possible, be careful to not bend the proximal end of the sheath when inserting the delivery system through the sheath, if push force is too high or valve is initially stuck, zoom in and rotate the c-arm to ensure valve and sheath are not damaged, if damaged, retract valve in sheath slightly. Remove valve and sheath together as a single unit and replace, if push force is high, consider slightly pulling back the sheath 1-2 cm while advancing the thv/delivery system, if push force is too high or valve is still stuck, remove valve and sheath together as a single unit and replace and do not over-manipulate the sheath at any time. No IFU or training deficiencies were identified. A review of edwards lifesciences risk management documentation was performed for this case. The reported event is an anticipated risk of the transcatheter heart valve procedure, additional assessment of the failure mode is not required at this time. The complaint for frame damage was confirmed through the device evaluation. Due to no device being returned for evaluation, no visual inspection, functional testing, or dimensional analysis was able to be performed. A review of the DHR, lot history and manufacturing mitigations provided no indication that manufacturing nonconformance was a contributing factor. A review of IFU/training materials revealed no deficiencies. As reported, 'during initial esheath passage there was high push force and a strut bent was seen in angio' and it was noted the patient access vessel had the presence of moderate calcification. The presence of calcification can create challenging pathways during delivery system advancement, and lead to resistance. Per training manual, 'push force can vary due to angle of insertion, thv size, vessel diameter, tortuosity and degree of calcification', 'if push force is high, consider slightly pulling back the sheath 1 to 2 centimeters while advancing the thv delivery system', and 'do not over-manipulate the sheath at any time'. It is possible that difficulty was encountered during delivery system advancement, so additional manipulation was applied to overcome the resistance. If excessive force is applied to manipulate the device, it can lead to the valve strut catching within the sheath and result in the bent strut observed. A product risk was previously initiated to investigation the cause and associated with frame damaged during use and corrective action and preventive action (CAPA) was initiated to capture and further investigate and corrective and preventative action activities associated with insertion of the commander delivery system with the s3u through the esheath resulting in frame damage. The valve from this complaint event was manufactured prior to corrective action. The pra documents the potential for procedural delay, which did occur during this event. These procedural and/or patient conditions, in conjunction with the exposed apices of the crimped s3u thv, may increase the rate of frame damage. The CAPA has identified potential areas for s3u design/process improvement to mitigate against the failure. In this case, available information suggests that patient factors (tortuosity) and/or procedural factors (excessive device manipulation) may have contributed to the complaint event. No labeling or IFU training inadequacies were identified. Complaint histories for all reported events are reviewed against trending control limits monthly, and any excursions above the control limits are assessed and documented as part of this monthly review.